Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving morphine with a concentration and dose of 25mg/ml at 3.9mg/day via implantable pump. It was reported that the patient's catheter would not aspirate during a normal eos pump replacement so it was explanted and replaced. Environmental/external/patient factors that may have led to the issue were unknown. The catheter was discarded and the issue was resolved. Additional information was received from the rep who reported that the cause of the inability to aspirate was unknown.